Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer is in the process of returning the sample to siemens. Siemens evaluated the quality control recovery and calibration curve on the instrument and determined that they were acceptable. Siemens is investigating the issue. MDR 2432235-2018-00334 and MDR 2432235-2018-00336 were filed for the same issue.

Event description:
A discordant, false negative detection of immunoglobulin g (igg) antibodies to hepatitis c virus (ahcv) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the following day, (B)(6) 2018, on the same instrument and an alternate advia centaur xp instrument, resulting negative. The sample was also repeated on two alternate non-siemens instruments, resulting positive. The positive ahcv result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative ahcv results.